Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant (left) and a 450cc mentor memorygel breast implant (right) experienced bilateral rupture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the ruptures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-03953 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 8, 2020. The investigation of the returned device was completed by the failure analysis lab on july 20, 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 24, 2020. An explant is planned for (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 2, 2020. The left sided rupture was confirmed through magnetic resonance imaging. A manufacturing record evaluation was performed for the finished device number 5720756, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).